Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure. The patient had difficult venous anatomy and there was a lot of manipulation by the physician to get the lead to navigate the vessel. The helix of the lead appeared extended after the manipulation and the physician pulled the lead back against a fair amount of resistance. When the lead was removed, the helix appeared stretched with possible tissue inside. The lead was not used and a new lead was used in its place. No patient complications have been reported as a result of this event.